Event description:
A report was received that the patient was experiencing overstimulation and was in pain. The patient underwent an explant procedure wherein the ipg and the lead were removed. No device malfunction was suspected.

Event description:
A report was received that the patient was experiencing overstimulation and was in pain. The patient underwent an explant procedure wherein the ipg and the lead were removed. No device malfunction was suspected.

Manufacturer narrative:
Sc-1132 (sn (B)(4) device evaluation indicated that the device passed visual, electrical, performance and photographic imaging tests performed. The source of the complaint could not be determined. The stimulation outputs were monitored on an oscilloscope and verified the outputs were consistent and correct on all electrodes. All impedance measurements are within the acceptable range. Current leakage tests verified no loss of electric current into the surrounding tissue. Residual gas analysis verified that the device insulation was not compromised. The ipg passed all the required tests and revealed no anomalies. Sc-8336-70 (sn (B)(4)) device evaluation indicated that the device passed electrical and photographic imaging tests performed. One of the tips of the proximal ends was flattened. Due to this anomaly, the flattened proximal could not be inserted into ipg header. Continuity test confirmed that all cables are intact. Impedance measurement test was conducted on the remaining electrodes and found no anomalies. The source of the tip damage was considered explant damage.

Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model#: sc-8336-70, serial #: (B)(4), description: coveredge 32, 70 cm 4x8 surgical lead.